Manufacturer narrative:
A synergy xd mr ous 3.00 x 12 mm stent delivery system was returned for analysis, the following attributes were examined. A visual examination of the stent found that the stent was damaged on the proximal stent strut rows with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage.a visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft.

Event description:
Reportable based on device analysis completed on 09sep2021 it was reported that the device was unable to cross the lesion. A percutaneous coronary intervention was being performed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following predilation the stenosis was 70%. This 3.00 x 12mm synergy drug eluting stent was selected but the device was unable to cross the lesion. The procedure was completed without replacing this device and the target lesion treatment was completed. No patient complications were reported. However device analysis identified stent damage.